Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the device appearing to be in good condition with the imaging window partially detached. Impedance testing showed an electrical open at distal wave form. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defects could be seen. The transducer level impedance test could not be performed due to the imaging window being occluded with residues so that the imaging core could not be removed.

Event description:
Reportable based on device analysis completed on 10mar2023. It was reported that visualization issues occurred. Vascular access was obtained via the right radial artery. The 30 x 2.50-3.50, non totally occluded, in-stent restenosed target lesion was located in the non-tortuous and moderately calcified left anterior descending artery and left circumflex artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the images appeared to be very dark and could not be clearly seen. The procedure was completed with another of the same device. No patient complications were reported and the patient condition following the procedure was stable. However, device analysis revealed the imaging window was partially detached.